Event description:
Patient had a lumbar catheter connected to an integra accudrain system. The patient's lumbar catheter separated from junction where it joins the drain. The patient had a large amount of csf drain causing the patient to have a severe headache and unable to have the csf drained every hour. The patient did recover with an injury except the headache.